Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed and the cause of the fluid loss observed clinically could not be confirmed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient had the artificial urinary sphincter removed as there was no fluid in the balloon and the device wasn't cycling properly resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.